Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that 69 bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation. "I have to report that we continue to have problems with the gel-bd vacutainer sst ii advance tubes referred to in incident no. (B)(4). We had 70 collections from blood donors on 18th and 20th of march and after the collections the tubes do not retract the clot and it is expected more than 30 minutes to centrifuge. Before exposing the problem, we centrifuged the tubes at 4000 rpm / 10 min, we were instructed to centrifuge between 1300 and 2000 rcf for 10 min. We performed the calculations with the radius of 16 cm of our centrifuge and started to centrifuge at 3000 rpm / 10 min and we continue to have problems in most tubes, they do not have clear serum, some tubes do not seem to have been centrifuged. Analyzing only 30 to 40% of the collected tubes, they presented themselves as expected. This situation is recurrent and we do not have another batch in the hospital to test, there are still 600 tubes in stock in the warehouse but they are all from the same batch (0115308)." The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/6/2021. H.6. Investigation: bd received 5 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor barrier separation or poor clot formation were observed. 4 returned tubes and 4 retained tubes from the same lot number were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All tubes were found to have good gel separation. Additional testing on retention samples was conducted: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure. Poor barrier and poor clot formation, because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint cannot be confirmed for poor barrier separation and poor clot formation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 69 bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation. "I have to report that we continue to have problems with the gel-bd vacutainer sst ii advance tubes referred to in incident no. (B)(4). We had 70 collections from blood donors on 18th and 20th of march and after the collections the tubes do not retract the clot and it is expected more than 30 minutes to centrifuge. Before exposing the problem, we centrifuged the tubes at 4000 rpm / 10 min, we were instructed to centrifuge between 1300 and 2000 rcf for 10 min. We performed the calculations with the radius of 16 cm of our centrifuge and started to centrifuge at 3000 rpm / 10 min and we continue to have problems in most tubes, they do not have clear serum, some tubes do not seem to have been centrifuged. Analyzing only 30 to 40% of the collected tubes, they presented themselves as expected. This situation is recurrent and we do not have another batch in the hospital to test, there are still 600 tubes in stock in the warehouse but they are all from the same batch (0115308)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® sst¿ ii advance plus blood collection tube had poor barrier separation of the sample. The following information was provided by the initial reporter: " good afternoon, I have to report that we continue to have problems with the gel-bd vacutainer sst ii advance tubes referred to in incident no. 2612973. We had 70 collections from blood donors on the 18th and 20th of march and after the collections the tubes do not retract the clot and it is expected more than 30 minutes to centrifuge. Before exposing the problem, we centrifuged the tubes at 4000 rpm / 10 min, we were instructed to centrifuge between 1300 and 2000 rcf for 10 min. We performed the calculations with the radius of 16 cm of our centrifuge and started to centrifuge at 3000 rpm / 10 min and we continue to have problems in most tubes, they do not have clear serum, some tubes do not seem to have been centrifuged. Analyzing only 30 to 40% of the collected tubes, they presented themselves as expected. This situation is recurrent and we do not have another batch in the hospital to test, there are still 600 tubes in stock in the warehouse but they are all from the same batch (0115308). This situation brings many inconveniences to the work routine and insecurity in the analytical results obtained, I am grateful for a solution. "